Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the inserter fractured inside the cup. The fractured piece remained lodged in the hole of the cup and damaged the inner surface. As a result, the surgeon had to remove the cup and insert a different cup with an offset impactor.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown date implanted - n/a; date explanted - n/a; PMA/510(k) number / - manufacture date - unknown.

Manufacturer narrative:
This is a multi-use instrument.